Event description:
The patient experienced a shocking sensation in his neck which would shoot to his head and down his back and arms. The patient had a cervical lead. The sensation had occurred for a couple days and was getting much worse. It felt like the device was leaking electricity. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.